Event description:
It was reported by the customer that post implant of a realize band, in (B)(6) 2010 loss of restriction and weight gain was experienced. In (B)(6) 2010, the patient underwent diagnostic testing to evaluation problem, but no problem found. In (B)(6) 2010, the patient reports that 6cc of fluid was injected and a very small amount was withdrawn. The patient stated that the surgeon told her that her band was leaking. The band was removed on (B)(6) 2010 and replaced without any patient consequence. The band was noted to have a leak in the top edge of band in a crease. The device is being retained by risk management.

Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis. Device retained by risk management.